Event description:
Device appears to be oversensing on the atrial lead on stored egms. Does not appear to be true at/af event. Alert: atrial bipolar lead impedance warning on (B)(6) 2025 - 190ohms measurement consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).